Event description:
The customer reported generating erroneous eosinophil (eo) result with no instrument generated flags from a beckman coulter coulter lh 750 hematology analyzer, the following day after service was performed. The customer stated that the issue occurred on (B)(6) 2012. Please see medwatch #1061932-2012-01417 for the event which occurred on (B)(6) 2012. Data was requested for the event which occurred on (B)(6) 2012, but was not provided by the customer. Erroneous results were not reported out of the lab and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) replaced and realigned the flowcell. The fse realigned the laser, removed the shim from light scatter sensor and aligned the sensor as per hardware specialist instructions. The fse also replaced the sample tubing to the bottom of flowcell and ran 5 sets of reproducibility tests. Instrument was verified and results met published performance specifications. Root cause was determined to be a misalignment of the laser through the flowcell and onto the light scatter detector.